Manufacturer narrative:
Root cause: the root cause for the reported issue of an false air in line alarms was not determined because no products or device logs were returned.

Event description:
It was reported that there was a general complaint air-in-line alarms without visible air being noted in the IV tubing in the medical surgical unit. This was reported to a bd representative during an on site visit. There was patient involvement but no harm.

Event description:
It was reported that there was a general complaint air-in-line alarms without visible air being noted in the IV tubing in the medical surgical unit. This was reported to a bd representative during an on-site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.